Event description:
Per report, during a transfemoral tavr procedure, a vascular complication was noted when removing the sheath. The patient had a vascular perforation in the common femoral artery. The patient was stable during the procedure and was treated with covered stents and did fine. Additional information: nothing abnormal was noticed while prepping the device. There were difficulties experienced during insertion of the sheath. The vascular perforation was caused by the necrotic tissue and poor vessels due to age. The event was not considered to be due to device malfunction.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8 mm. In this case, the access site diameter was 7.9 mm. Additionally, per the initial report, there was mild vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, a combination of patient/vessel characteristics (i.e. Minimum luminal vessel diameter less than recommended, mild calcification and tortuosity, "necrotic tissue and poor vessels"), likely caused or contributed to the reported vessel dissection. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.